Event description:
The customer reported the fluoroscopic image was intermittently lost. This issue will effectively eliminate the ability to intermittently view a real time image. No pt death or serious injury was reported related to this event.

Manufacturer narrative:
A ge service representative performed an onsite investigation. The ccd camera was evaluated and replaced. The system was tested and found to be working as intended and returned service.